Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the up and down arrow buttons on the keypad were under responsive to user presses and there was moisture behind the display and in the battery compartment. The alleged issue could not be resolved with troubleshooting. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 08/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/01/2016 with the following findings: during investigation, there was moisture inside the pump and on internal components. Due to the internal moisture damage, the pump is unresponsive and unable to power on. There was no damage or peeling to the keypad. The keypad was removed and there was contamination found under all the key contacts. Due to the pump being unresponsive, the keypad functionality was unable to be tested. A leak test was performed and failed due to a battery compartment leak. Unrelated to the original complaint, the battery compartment was observed to be cracked.